Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, the device exhibited non-sustained right ventricular oversensing due to post paced t wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed.

Event description:
New information states that the patient was seen in clinic on (B)(6) 2019. Programming changes were made. The patient was stable.